Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited failure to capture, poor impedance values and far p oversensing. The physician performed fluoroscopy, which revealed that the lead had dislodged into the atrium, resulting in the lead not sensing the r waves. The lead was explanted and replaced. The patient was in stable condition.